Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the healthcare provider was calling from the trauma center. It was reported that the patient was involved in a car accident. They reported that the stimulator was continuously picking at their lower back, ¿going off¿. They stated that the patient needed the device turned off. It was reported that they did not bring their patient programmer or recharger and no one could go home and grab the patient programmer. It was reported that a motor vehicle accident could be related to the issue and the event occurred on (B)(6) 2017. No further complications were reported/anticipated.